Event description:
Healthcare professional reported right side device rupture. Later healthcare professional report ultrasound performed diagnosing a suspected rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Broken device observed assessed as surgical damage. Missing shell is assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. Later healthcare professional report ultrasound performed diagnosing a suspected rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, unknown side device rupture. The device has been explanted and replaced with another manufacturers device.